Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the pitch cable was broken at the distal end. The cable segment that contained the crimp was still installed in clevis and stuck out at the wrist. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. Engineering also found a bent bipolar pin. The bottom pin was not aligned with the top pin it was bent up. Engineering concluded that damage was likely due to mishandling. Electrical continuity testing passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to a da vinci si surgical procedure the fenestrated bipolar forceps instrument was noted to have a frayed cable. No patient harm, adverse outcome or injury was reported.